Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 31 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high impedance measurements and failure to capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead triggered the lead safety switch (lss) due to high, out-of-range pacing impedance measurements of greater than 3,000 ohms. P-wave measurements were normal. Loss of capture was observed and an x-ray showed a fracture of the outer conductor coil. The patient was asymptomatic and no pauses in pacing of over two seconds were noted. No adverse patient effects were reported. The ra lead was reprogrammed to unipolar pacing and sensing and a lead revision was planned. It was reported the patient's right ventricular (rv) lead was also fractured. Additional information was received. This ra lead was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted lead was returned for laboratory analysis.